Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/30/2024, it was reported by a sales representative via email that a screw went right through an ar-8952ml-05l l-plate during insertion. The screw had zero fixation against the plate. This was discovered during a distal radius fracture procedure on (B)(6) 2027. No further information was provided. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive forces being used during insertion of the screw and/or misaligned insertion.